Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had presented in clinic for shortness of breath. The atrial lead was reversed with the right ventricular lead in the header during a recent generator change. Loss of capture was also reported. The leads were inserted into correct ports on (B)(6) 2013.